Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined. The submitted controller event log file contained relevant data from (B)(6) 2020. Beginning on (B)(6) 2020 at 09:08:43, calculated flow begins to gradually decrease from above 4.0 lpm to 0.0 lpm, triggering multiple low flow hazard alarms. Low flow alarms remained active for the remainder of the log file and were followed by low power advisory alarms, low power hazard alarms, and no external power alarms due to the depletion of the external heartmate 14v li-ion batteries. The driveline was then disconnected. No other atypical alarms or events were captured. The pump operated as intended at the set speed while the driveline was connected. An autopsy was not performed and heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17aug2018. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) health canada. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4.4 ¿clinical screen¿, in the IFU contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, section 4 states that ¿changes in patient condition can result in low flow, such as hypertension¿ under ¿hazard alarms¿. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient was found expired in his home with the pump alarming on (B)(6) 2020. No autopsy was done. A review of the log files appeared normal until (B)(6) 2020 at 9:08:43 when flow began decreasing. The flow continued to decrease throughout the remainder of the log file. The patient was on battery power during this time. The 14 volt external batteries drained and the emergency backup battery (ebb) assumed operation on (B)(6) 2020 at 21:55:05. The ebb operated the system until (B)(6) 2020 at 21:55:05 when the driveline was disconnected. The patient's cause of death was unknown. Details leading up to death were unknown. The patient was found unresponsive. The death was not witnessed. The device operated as expected. The device was not returned. No autopsy was performed. The death was not likely device-related given the available information. The patient's flow appeared to gradually drop, likely related to asystole.